Manufacturer narrative:
The tandem t:slim pump user guide indicates that the humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received multiple cartridge 1 alarms and the cartridges were observed to have had a crack in them. There was no reported impact to the customer's blood glucose level. Tandem technical support reviewed the pump t:connect data and the alarm was found to have been occurring when the humalog insulin had been used in the cartridge beyond the labeled 2 days. The customer acknowledged this information.